Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deployment of the abre stent in the common iliac vein, the deployment mechanism failed when the first portion of the stent was deployed, resulting in difficulty during deployment. The stent did not deploy as designed, and the handle of the stent deployment system had to be broken apart to allow for manual deployment of the stent by the physician. The stent was successfully deployed and remains in service. No injury to the patient was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device returned with the handle opened, and the stent was deployed the size indicated on the strain relief was 9f 14mm x 120mm the clip was securely attached to the silver retractable sheath the stent was deployed on the returned device and did not return an attempt was made to separate the blue isolation sheath and the silver retractable sheath but the blue isolation sheath started to split and they could not be separated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.